Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod. Once at the hospital the patient was diagnosed with both hyperglycemia and a bladder infection. The patient was monitored. The patient was treated with intravenous insulin , rocephin, constulose and rifaximin. The patient was discharged from the hospital after 3.5 days. It should be noted the patient has bladder cancer and undergoes chemotherapy.